Event description:
Report received of a pt receiving an extra dose of medication while the nurse was attempting to place a medication vial. The pt was reported to be receiving fentanyl, (drug concentration and pump settings were unk) when an audible alarm occurred. The pump display read "empty syringe". It was reported that a new vial of fentanyl was placed in the pump. An unspecified audible alarm occurred that required the nurse to reinsert the vial of medication. While the nurse was reinserting the vial, it is reported that "the pt received an extra 10mg of the fentanyl". The pt became "sleepy" but no medical interventions were required. There was no reported adverse effect to the pt. Though requested, no further info was available.